Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h4, h6 ( type of investigation, investigation conclusion), h10, h11 additional information: e1( event site postal code: 252-0375). Corrected fields: h3, h6(investigation findings). Additional information was requested from the customer with regard to the repair and status of the iabp; however, despite our best efforts, no repair information and no status of the iabp has been received. If any pertinent information is received in the future, a supplemental report will be submitted. Repair is not done by getinge.

Event description:
N/a

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h10. The power management board and solenoid board was removed from the device but there was no further updates about device status. If any pertinent information is available in future, a supplemental report will be submitted in future.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6, h11. Corrected fields: h3, h6(investigation findings & conclusion). A getinge field service engineer was dispatched to investigate the issue. The fse found c11 capacitor burnt on the solenoid driver board, and fault #139 in the logs. The fse replaced the solenoid control board, the power management board, and the backplane board. The unit passed all safety and functional tests and was returned to the customer for clinical use.

Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge field service engineer (fse) was dispatched to investigate. The fse removed the iabp unit from the customer's facility and performed the evaluation at the getinge tokyo technical center. The fse observed that the c11 capacitor on the solenoid driver board has been burnt out. Upon review of the iabp log files, the fse confirmed a recent fault #139 logged. Repairs are ongoing and a supplemental report will be submitted when additional information is provided.

Event description:
It was reported that during use on a patient, the cardioave intra-aortic balloon pump (iabp) emitted a burnt smell when a system error had occurred. The end user was unable to shut down the iabp unit by pressing the power button. The iabp unit was swapped out with another iabp unit to continue therapy. There was no patient harm and no adverse event was reported.